Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "endoscopic biliary stenting. Indications, results and complications". Literature summary: this study was aimed to estimate indications and results of endoscopic biliary stenting. Develop strategy to increase the safety of this procedure. Study performed 1380 ercp with biliary stenting for 10 years. Post-ercp complications were pancreatitis 44; clinically significant bleeding 19; acute cholangitis 25; perforation 3 and general significant complications in 28 patients. This study concluded that biliary stenting was rather effective and safe procedure. It can be a treatment itself or bridging method for further treatment. It was possible to combine it with other endoscopic techniques. Type of adverse events/number of patients: post-ercp complications, pancreatitis - 44 patients, clinically significant bleeding - 19 patients, acute cholangitis - 25 patients, perforation - 3 patients, general significant complications - 28 patients. Tjf-q180v was selected as a representative product for a video duodenoscope as described in the literature. However, the actual model is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental includes information added to b3 and g2. Olympus will continue to monitor field performance for this device.